Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. The tibial implant has now subsided and cysts have formed around the implant. Allegedly, the patient may need to undergo a revision surgery.

Manufacturer narrative:
The complaint could be confirmed, since the returned information for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: the tibial implant is not anymore in the initial position. It is a combination of subsidence and migration (the amount of subsidence exceeds 5 mm and the tibial tray has tilted, indication loosening). No irregularities can be found in relation to any implant, and no other irregularities can be found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The tibial implant has now subsided and cysts have formed around the implant. Allegedly, the patient may need to undergo a revision surgery.